Manufacturer narrative:
Additional information: b3, d4, d5, d6a, d6b, d9, e1, e3, g4, h3, h5, h6, h11. Investigation results: theinvestigation team evaluated a gynecare product with product code 810041bl and lot number 3944832. An investigation was conducted on the received product and the batch record file. The product was decontaminated and properly packaged. Upon examination, the received device was manipulated and ex-planted, with the original packaging and all components missing. Only a small portion of the remaining mesh was visible, showing traces of organic material. It was noted that the mesh did not comply with its specifications or original condition, and the edges were frayed. Based on this evaluation, the complaint is not related to a manufacturing issue. The defect observed during the examination aligns with the event description: (partial removal of a tvt tape for urinary retention.) However, this cannot be confirmed with the received product. The product was compliant with specifications at the time of release. No nonconformance will be opened. Events of this nature are regularly trended; therefore, this complaint is being closed for trending purposes. The manufacturing number is c25-2838.

Manufacturer narrative:
"An investigation could not be performed as the lot number associated with the reported event was not identified. Without a lot number, a review of device history records or production-specific data could not be conducted, thereby limiting the ability to perform a thorough root cause investigation. Based on the limited information provided, the reported product complaint could not be confirmed. Given the absence of a lot number and insufficient complaint details, no definitive conclusions can be drawn regarding the reported event. The complaint will be monitored and trended as part of the post market surveillance program to identify any potential recurrence or emerging trends."

Event description:
"Patient was treated for stress urinary incontinence with a suburethral tape of the tvt type. Urinary retention occurred after the removal of the catheter. Considering the crouching position necessary for proper urination before the procedure (despite very good flowmetry), moderate urethral hypermobility, and diabetes; we decided to perform a suburethral excision of the tape rather than a tape release. Partial removal of a tvt tape for urinary retention."